Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, pt's inratio: 1.0, dr's inratio: 3.4, lab: 3.4. Therapeutic range: 2.0-3.0. Time between tests was immediate. Nurse reporting multiple discrepancies on behalf of pt across multiple lots although data and lot numbers could only be provided for one instance. A new finger was used for each inratio.